Event description:
Cardiac tamponade. The complaint product(s) will be returned for analysis. Since blood pressure decreasing was confirmed during the procedure, the operator diagnosed the patient with cardiac tamponade by echocardiogram after the procedure. The patient required extended hospitalization because of the open chest surgery. Although visual confirmation was not possible, perforations in the laa (left atrial appendage) and cs (coronary sinus) were suspected. Bwi ablation catheter was not used. Pfa catheter from medtronic was used to perform pvi (pulmonary vein isolation). It is unclear if that was the cause. The physician had not provided any comments regarding the causal relationship. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).